Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell and then the ins appeared to be eroding at the pocket site. The rep did not know when the fall occurred. The hcp was looking for additional information about antibiotic usage as he felt the would was not yet infection but was unable to perform a revision in the upcoming days and wanted preventative guidance. The rep indicated a possible move of the ins. The caller was warmed to medical affairs. No further complications were reported/anticipated.